Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw water, and no issues were observed relating to plunger separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode plunger separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was a deformed plunger (rubber stopper). The following information was provided by the initial reporter. The customer stated: "before blood collection, the inspection of the arterial blood collection device found that when the piston handle was pulled back, the plunger stopper in the arterial blood collection device was separated from the plunger, and the plunger could not control the sliding of the plunger stopper."